Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the impedance issues occurred at the time of implant with the implantable pulse generator (ipg) out of the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant the right atrial (ra) lead exhibited undefined bipolar and unipolar impedance, qualified as high. The ra lead remains in use. No patient complications have been reported as a result of this event.